Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing low blood glucose of 48 mg/dl and treated with food. Customer originally believed that the insulin pump was over delivering insulin, but then stated that pump was not over delivering insulin without user input. Troubleshooting was performed and customer reported that the reservoir was showing the same amount of insulin as shown on the status screen. Customer also reported that the pump programming was correct. Customer was not able to upload to carelink. Products are expected to return for failure analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Inspected reservoir's o-rings or stopper groove for anomalies, none were found. Ran basal, bolus leaking test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir do not leak and not occluded. (B)(4).